Manufacturer narrative:
The associated complaint product was not returned for evaluation. Please see below the results of our investigation. Our investigation into this complaint has now concluded. An investigation into the manufacturing paperwork associated with this product code and lot has been carried out. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications. No record of any problems occurring during manufacture of the product have been made which may be related to this complaint. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. No relevant supporting clinical information has been provided to assist with a clinical investigation. However it is noted in the product IFU that "when using the renasys-f foam dressing kit, tissue adherence may be reduced by use of a contact layer, decreasing the pressure, and/or increasing the frequency of the dressing changes. No trauma should occur to the granulation tissue with dressing removal. A non-adherent dressing or a contact layer may be used." The patient's condition is reported as stable. No further clinical assessment is warranted based on the limited information provided.

Event description:
It was reported that it was difficult to remove the dressing because it was trapped in the granulation tissue so a medical intervention was required.